Event description:
The manufacturer received information related to an alice night one sleep diagnostics. The manufacturer received information alleging the device having exposed wires on the pulse ox cable. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.